Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was over 600 mg/dl. The customer was wearing the insulin pump at time of admission. The customer was treated with an IV drip. The customer was able to get the blood glucose levels down and was sent home. The customer stated that she was a brittle diabetic. The product was not returned for analysis.